Event description:
It was reported that the patient ams 800 occlusive cuff was explanted due to a cuff erosion. The remaining ams 800 components were deactivated and left inside the patient. The patient condition following procedure was stable. Additional information received stated that the erosion occurred in the urethra, but the cause of it is unknown to the physician.

Event description:
It was reported that the patient ams 800 occlusive cuff was explanted due to a cuff erosion. The remaining ams 800 components were deactivated and left inside the patient. The patient condition following procedure was stable.